Event description:
The sensors are not lasting the 14 days. Some have lasted 1 day, 6 days and 10 days. Insurance company does not cover replacements and prescriptions become off schedule. I can not get a reasonable answer as to why this is happening nor will abbot take the sensors back. They have replaced 3 of them but it's a project. One representative suggested it was temperature change because we are in new england causing the sensor to malfunction. Reference reports: mw5153124, mw5153126.